Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the set leaked near the filter onto the patient's bedding. The tubing was replaced without incident. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the set leaked near the filter was not confirmed. Visual inspection of the set showed no obvious damages or issues; no issues were observed during functional testing. The concomitant syringe used during the reported event was not returned for investigation. The root cause of the leak was not identified.